Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to misaligned connection between lcd color display cable and a connector on the blacklight module. Therefore, the lcd color display cable was realigned to the connector to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.